Manufacturer narrative:
Block d2b: additional pro code qon. Block d10: model number/catalog number: 4101, serial number: (B)(6), batch/lot number: ax1t107582, model/catalog description: 4101, unique identifier (UDI) #: (B)(4). Block g4: additional premarket / 510 (k) p190006. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, device was discarded. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of extrusion, illness (general), device explantation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was implanted with neurostimulator (ins). Seven days later the patient returned to the clinic and a portion of the tined lead was exposed above the skin. The physician decided to explant the lead and the ins to reduce the risk of infection. There was no malfunction of equipment. The physician swabbed the site for cultures, and no confirmed infection was identified. Patient is doing okay and no further patient complications were reported.